Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device testing confirmed the "check clutch" reported issue. The cause of this component issue (clutch) was not confirmed. The device testing also confirmed the battery would not hold a charge- this was determined caused by battery age.

Event description:
It was reported the device gave a clutch error and the battery would not hold a charge. No adverse effects reported.